Manufacturer narrative:
B5 - lens was replaced on (B)(6) 2023 with a shorter length lens and problem was resolved. Patient eye is quiet and good. Claim# (B)(4).

Manufacturer narrative:
Weight-race:unk. Work order search found no similar complaints. Claim#(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -5.0 diopter was implanted into the patients right eye (od) on (B)(6)2022. Excessive vaulting was observed. Cause is reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).